Event description:
The dr reported that a pt rec'd a slight corneal burn during a phacoemulsification procedure. The pt required a single stitch to close the wound. The equipment is continuing to be used without further incident.